Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using night aligners, the patient was monitoring fit closely. The patient previously had a gap and taken strps back. 8 top is low on the gum on 2 front teeth and does not reach bottom of 2 front teeth well. Bottom tray has gap on 4 front teeth but not others.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.